Event description:
Information received indicates the hi/low is drifting.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.